Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0a9u0, implanted: (B)(6) 2013 product type: lead. (B)(4)

Event description:
The consumer reported that they were getting a burning sensation at the implant site. It was stated the sensation started the day prior to report and the patient was doing great other than the burning sensation. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.